Manufacturer narrative:
Correction: initial reporter occupation additional information: reason code for no evaluation, if other specify, imdrf annex a, g & manufacturer narrative the root cause for the reported issue of an under-infusion was not determined because no product or device logs were returned. The reported issue that there was an under-infusion could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time, and no patient harm was reported. The product enhancement request (per) for an update to the guardrails limit settings has been escalated and was documented within (per# 2754); no further actions for this request are required at this time. H3 other text : although requested, product has not been received.

Event description:
It was reported that a patient received an under infusion of heparin. The prescribed dose was 2000units/hr (18units/kg/hr), however the customer's system has dose ordered in units/hr and this is the only setting available in our pump-- not weight based programming in the alaris pump. The clinician programmed dose as 18units/hr, overrode the soft guardrail limits and the patient received this under-dose for approximately 6 hours before it was identified. The customer requested a design enhancement in guardrail settings to include a hard limit to prevent under-dosing. There was patient involvement and no information on patient harm. Although requested, further information was not provided.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that a patient received an under infusion of heparin. The prescribed dose was 2000units/hr (18units/kg/hr), however the customer's system has dose ordered in units/hr and this is the only setting available in our pump-- not weight based programming in the alaris pump. The clinician programmed dose as 18units/hr, overrode the soft guardrail limits and the patient received this under-dose for approximately 6 hours before it was identified. The customer requested a design enhancement in guardrail settings to include a hard limit to prevent under-dosing. There was patient involvement and no information on patient harm. Although requested, further information was not provided.